Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4) peg tube detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02888, 3005099803-2014-02889, and 3005099803-2014-02890 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube was detached at the transition zone between the hard and the soft plastic. Two more endovive safety peg kit push method were used but each was detached at the transition zone between the hard and the soft plastic. The procedure was completed with a fourth endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.